Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm, vticmo13.2, -11.0/2.5/015 (sphere/cylinder/axis), implantable collamer lens was implanted horizontally into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2023, but did not resolve the problem. On (B)(6) 2024 the lens was replaced with a same length lens but different axis and the problem was resolved. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.0/2.5/015 (sphere/cylinder/axis), implantable collamer lens was implanted vertically into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2023, but did not resolve the problem. On (B)(6) 2024 the lens was replaced horizontally with a same length lens and the problem was resolved.